Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds with loss of capture was noted on the right ventricular (rv) lead. Initially, the lead was reprogrammed but later, the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.